Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 40 with an unknown total dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported there was a battery alarm and a low reservoir alarm. It was noted that the patient could not afford refills , so they quit coming. It was noted the patient wants the pump explanted. The patient's last refill was on (B)(6) 2014. The patient went to other healthcare professionals, but came back to discuss pump explant. It was noted that the pump and logs were read. It was noted that the issue was resolved at time of event. It was noted that no medicine delivered for 3 years. The pump remains implanted/in service. It was unknown if surgical intervention occurred. The patient's weight was unknown. The patient's status at time of report was "alive-no injury". No further complications were reported/anticipated.